Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification range, for one pt, involving unicel dxi 800 access immunoassay system. This is report number two of two. Subsequent testing produced results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit of (B)(4) 2007. No hardware issues were found. The fse performed system performance and completed repair verification per established procedures. The unit conformed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05924.